Event description:
Customer reported passport patient monitor smoked. No patient injury was reported.

Manufacturer narrative:
Device was shipped to (B)(4) center and found to have a burnt chip on the display board. Chip was replaced and functionally tested.